Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible under delivery due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not delivering like it is supposed to and buttons sometimes stick. The customer's blood glucose value was unknown at the time of incident. The insulin pump will not be returned for analysis.